Manufacturer narrative:
Batch review performed on 29 august 2024: lot 2005690: (B)(6) items manufactured and released on 07-oct-2020. Expiration date: 2025-sep-24. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review. Addiitonal implant involved, batch review performed on 29 august 2024: gmk-sphere 02.12.0003r femoral component sphere cemented size 3 r (k121416) lot 2007021: (B)(6) items manufactured and released on 21-oct-2020. Expiration date: 2025-oct-08. No anomalies found related to the problem. To date, (B)(6) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery performed about 2 years and 11 months after the primary surgery due to tibial and femoral components mobilization. All implants revised to gmk-revision system.